Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "enlarged lymph nodes are seen in the left axilla", "the enlarged portion of these nodes seems to be the hila which show intermediate echogenicity suggestive of silicone, a benign finding", "ultrasound survey of the adjacent upper outer quadrant of the left breast shows hazy shadowing at approximately 1:00 12 cm from the nipple suggesting extracapsular silicone", "bouts of eczema on her nipple that improves with treatment" and "slight waterfall effect of the breast off the implant" via imaging report. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: unsatisfactory result: unable to observe as it is not related to the manufacturing process. Contact dermatitis: unable to observe as it is not related to the manufacturing process. Rupture: not observed. As per the investigation procedure, creases, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h2, h3, h6.

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "enlarged lymph nodes are seen in the left axilla", "the enlarged portion of these nodes seems to be the hila which show intermediate echogenicity suggestive of silicone, a benign finding", "ultrasound survey of the adjacent upper outer quadrant of the left breast shows hazy shadowing at approximately 1:00 12 cm from the nipple suggesting extracapsular silicone", "bouts of eczema on her nipple that improves with treatment" and "slight waterfall effect of the breast off the implant" via imaging report. This record is for the left side. Device was explanted and replaced.